Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision and unexpected refraction. Additional information received that the lens was explanted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that the iol was exchanged for the monofocal lens model of same diopter indicating there was no issue with the lens power. There is no reported defect or fault with the iol.

Manufacturer narrative:
Additional information provided in b.2., b.5. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a (serious injury). No further reports required. The manufacturer internal reference number is: (B)(4).